Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage alarms while using the mobile power unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage hazard alarms while connected to the mobile power unit (mpu) was not confirmed. The submitted log files were unremarkable and the mpu (serial number (B)(6)) was not returned for analysis. The submitted log files were reviewed, the system controller event log file captured data from (B)(6) 2025 ¿ (B)(6) 2025 and no atypical alarms were captured while the system was connected to the mpu for external power. There was no indication of any issues associated with the mpu. A root cause for the reported event was not conclusively determined through this analysis. The device history record for the mobile power unit (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the mobile power unit (mpu) had a v-lock connector on the ac power cord. It was unknown if the ac power cord came loose at the outlet or the back of the unit. It was unknown if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was not removed from service.